Event description:
It was reported that it was reported that, during surgery, the system experienced image failures, during which the displayed image became completely black. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).